Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section as the customer's weight was not provided.

Event description:
The customer reported that her blood glucose reading were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for the contour next ez meter with serial # (B)(6) as 06-nov-2018. The correct device manufacture date is 08-oct-2015. Section h4 has been updated with this information.